Event description:
New information received notes that alerts for non-sustained lead noise were observed. Review of egms noted short episodes of noise on the rv lead and has increased in the last several days. A lead revision is planned. The patient was good after the event.

Event description:
It was reported that during a normal device change out procedure, externalized conductors were observed on the rv lead via x-ray. The electrical measurements were normal and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.